Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can the product code and lot number of the product that be identified? Do you have any pictures of the two different expiration dates on the product packaging? Are there any samples available to returned for evaluation?

Event description:
It was reported by the customer that there are two different expiration dates on the topical skin adhesive product packaging. No procedure was involved. Additional information has been requested